Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. No moisture damage found on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that they received a motor error alarm as well. The customer's blood glucose was 312 mg/dl at the time of incident. The customer stated that they were treating the blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.